Manufacturer narrative:
Event problem and evaluation codes conclusion (evaluation in progress) : we were unable to determine a specific root cause of the event. A CAPA has been opened to investigate issues involving the msi injectors. Once the CAPA is closed, a supplemental medwatch will be submitted. (B)(4).

Event description:
The customer reported that 2 of the injectors from this lot were too tight to twist and advance the lens. No patient injury reported. Reporter stated the event was the due to the faulty injector.